Event description:
The customer reported that a communication failure error message was displayed on the system. No patient injury was reported.

Manufacturer narrative:
Ge service representative performed an onsite investigation. The generator voltage was adjusted. The system was tested and found to be working as intended and put back into service.